Manufacturer narrative:
This report is a follow up report to MFR number 9616099- 2016-00400 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease permanent vena cava filter. According to the information received in the medical records, the patient has a history of multiple trauma and cord injury in the mid cervical region. The indication for the filter placement was for prophylaxis after a major accident and injury. During the filter implantation procedure, the filter was deployed in good position at the l2 level below the renal veins. The device subsequently fractured and migrated throughout the body. As result of these failures, the patient has suffered and will continue to suffer pain and suffering, economic damages, loss of enjoyment of life and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events on or around thirteen years and ten months post implantation. The patient reports that the filter perforated the inferior vena cava (ivc) and into the organs. Per the medical records, fifteen years and three months post implantation, the patient underwent a procedure to completely remove the filter. A prior scan showed that the top of the filter was completely free from the remaining filter. There were no complications during the removal procedure and the patient tolerated it well. The patient also reports to be suffering from mental anguish, depression, stress, permanent disfigurement and abdominal pain.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease permanent inferior vena cava (ivc) filter. Per the medical records, the patient has a history of multiple trauma and spinal cord injury in the mid cervical region. The indication for the filter placement was for prophylaxis after an accident with injury. During the filter implantation procedure, the filter was deployed in good position at the l2 level below the renal veins. The device subsequently fractured and migrated. Per the patient profile form (ppf), the patient became aware of the events approximately thirteen years and ten months post implantation. The patient reports that the filter perforated the ivc and the organs. Per the medical records, fifteen years and three months post implantation, the patient underwent a procedure to completely remove the filter. A prior scan showed that the top of the filter was completely free from the remaining filter. There were no complications during the removal procedure and the patient tolerated it well. The patient also reports to be suffering from mental anguish, depression, stress, permanent disfigurement and abdominal pain. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety, abdominal pain and disfigurement do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.